Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no patient involvement. The pre-use check the was performed after the incident failed the pressure transducer test and safety valve test. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as prt of the "mr environment agreement", which was signed by the hospital. According to received information, the wheels of the ventilator had been locked and the ventilator was not inside the 200 gauss (20mt) safety line at the time of the event. Further information regarding the circumstances surrounding the event have been requested, but nor received from the facility. The ventilator was investigated on-site, and the voice coil was found to be damaged after the event, and was replaced. A defective voice coil will generate the reported failure during pre-use checks. Evaluation of the ventilator logs confirms that pre-use checks had failed on the date of event. There was also a technical error code generated on the date of event indicating a back-up alarm failure. This failure can occur if the ventilator is placed too close to the mr scanner. The ventilator logs show no indication of a ventilator malfunction before the event. Our conclusion is that the cause of the reported problem is unknown from this investigation. Reference exemption #: (B)(4).

Event description:
(B)(4).